Manufacturer narrative:
An event of the device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023 using a 8f amplatzer trevisio intravascular delivery system. During implant the device took on a goblet shape. The device was removed prior to release from the delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image was received from the account which appeared to show the device deformity; however, the device deformity did not confirm during returned device analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.